Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and an additional error alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer confirmed that the drive support cap was sticking out. Customer declined a replacement insulin pump as he had a new device that he could use. The insulin pump was not returned for analysis.